Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were received for investigation. A device history review was performed for lot 2011107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Without the actual sample to evaluate, we cannot verify the composition or origin of the alleged foreign matter, therefore a root cause cannot be determined at this time.

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: product details: product name: bd plastipak 50 ml convenience pack x 1 pack. Event description: date of event (dd / mm / yyyy): (B)(6) 2021 (exact date unknown, beginning of (B)(6). Date of notification, if any, of the bd (dd / mm / yyyy): (B)(6) 2021. Description of the event (provide accurate and objective information about the event): gray contamination on the syringes. Spotted when the package is opened. Syringes were not used. Was there any alleged harm or inconvenience to the user or patient? (Provide details): no damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll convenience tray europe had foreign matter. The following information was provided by the initial reporter: product details: product name: bd plastipak 50 ml convenience pack x 1 pack. Event description: date of event (dd / mm / yyyy): (B)(6) 2021 (exact date unknown, beginning of april). Date of notification, if any, of the bd (dd / mm / yyyy): (B)(6) 2021 . Description of the event (provide accurate and objective information about the event): gray contamination on the syringes. Spotted when the package is opened. Syringes were not used. Was there any alleged harm or inconvenience to the user or patient? (Provide details): no damage.